Manufacturer narrative:
Device evaluation: testing/inspection pictures received: seven photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received in the tijuana site. Results: photo ones show the left side of cadd solis vip pump with a cassette attached to it; no foreign material or dysfunctional conditions are observed. Photos two, four and five show the back side of the pump with a cassette attached to it; a white crystallized substance is observed on the pump between the junction of the cassette and pump. Photo three shows the right side of the pump with a cassette attached to it; a white and yellow crystallized substance is observed on the pump along the cassette latch and lock. Photo six shows the front of the pump with the cassette attached, no foreign material or dysfunctional conditions are observed. Photo seven shows the front of the pump with the cassette and extension set attached, no foreign material or dysfunctional conditions are observed in any of the three components. The reported failure mode, foreign material on the extension set, is not confirmed. Functional testing: no product has been received to conduct a functional test. Results: if the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. Mitigation: the controls during manufacturing process for the failure mode. Occurrence: per procedure assembly, extension set production personnel perform the assembly of extensions sets ensuring they are responsible for the following: the quality of their own work. Raising any component quality issues to the coordinator. Using the required tools/fixture as indicated verifying fluid path particulate meets procedure. For solvent bonds the operations verify: bond is free of leak paths. Tubing does not display any excessive solvent fingerprints. Particulate fluid path meets specification. Per the instructions for use the following cautions are given: do not administer medications not soluble in the carrier solution or emulsions that have separated with this product; the anti-siphon valve may not function as intended. Do not use with substances that are incompatible with fluid path materials. Observe all time and temperature limits for drug/fluid stability. Detection: per quality procedure quality personnel samples 15 units every two (2) hours, prior to placing product in bag to verify that: ensure tubes are not occluded. Verify parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Root cause: after reviewing the mitigations that are performed during the manufacturing process to detect foreign matter, and analyzing the photos provided, the root cause cannot be determined. Action taken: no corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. Product investigation is pending and another fumdr will be submitted once the actual product investigation is completed.

Manufacturer narrative:
Other text: one sample and seven photos were received for evaluation. Photos were of the pump and the cassette, no pictures related to extension set. The sample visual inspection did not show any particles, damage, or defects. The customer complaint was not confirmed. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(4) located in sections g.1., please direct those to the following: regulatory(B)(4) ., corrected data: correction information is provided in d.10., device available to evaluation and h.10. Investigation results.

Event description:
It was reported when the disposable was disconnected from the pump. There was precipitate around the metal lock and the connection between the disposable and pump. No patient injury

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.